Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing, and it was noted that a leak was observed between the white covering and the clear tubing. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drips were forming along the white cuff on the tubing of a clearlink system solution set. This was identified during the administration of etoposide in 0.9% sodium chloride 500ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.